Event description:
Prior to implant, it was noted that the device went into backup mode. The device was not implanted and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
The device was above elective replacement indicator (eri) when received. The device was interrogated by a merlin programmer and the device image was successfully downloaded. The device printout indicated the device went into back-up vvi mode after a firmware reset. Telemetry, pacing, sensing, impedance, high voltage (hv) output, hv shock, capacitor maintenance and the patient notifier were tested with no anomalies found. The reset could not be reproduced in the laboratory and the cause of the field event remains undetermined. The reported field event of backup vvi was confirmed by analysis.